Event description:
The stend dislodged from the stent delivery system (sds) balloon during an attempt to withdraw the device from the anatomy after it failed to cross a lesion in an anterior obtuse marginal branch. Attempts were made to retrieve the stent; however, the stent migrated to a distal posterior obtuse marginal branch, where it resides unexpanded in the pt.